Manufacturer narrative:
Additional information will be provided upon further investigation of event details.

Event description:
It was reported that four virage closure tops sustained damage to the threads during rod manipulation, and fragments may remain in the patient. The patient underwent initial implantation of a virage construct from c1 to t2. During the surgery, it was reported that the closure tops would not capture fully or would pop out of the tulip head and that the surgeon may have used the closure tops to reduce the rod. It could not be confirmed that all fragments of the closure tops were removed. The patient is reported to be doing well postoperatively. No revision surgery has occurred after initial implantation, nor is a revision surgery planned at this time.